Event description:
I was implanted with essure in 2009 and after years of horrible pelvic pain, bleeding, headaches, vitamin d deficiency, lower back pain, depression, irregular menstrual cycles lasting more than three months, significant unexplainable weight gain, and an increase in blood pressure, I am now having a hysterectomy at the age of 34 to resolve those issues. At the time of surgery, it will be determined if there are any other issues, such as endometriosis, that exist.